Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When attempting to deploy the device the collogen slipped out and did not deploy inside the artery. The type of procedure being performed was prostatic artery embolization (pae). The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and h6, the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube was returned fully rear locked and fully separated from the hemostasis sheath. The anchor and collagen were intact at the distal tip, and a kink was identified. The bypass tube was fully inserted into the hemostasis sheath. No other damage or issues were identified. The carrier tube was returned fully rear locked and fully separated from the hemostasis sheath. The device condition was consistent with a non-deployment pullout. The device may have been separated after the reported event. The complaint was confirmed for a pullout. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 08jan2026: the procedure sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved by manual pressure. There was no disease or dissection present in the access site artery.